Event description:
It was reported that during a mitral valve repair procedure, the catheter was inserted and the balloon could not maintain inflation. The catheter was removed and another was inserted to complete the case. There were no adverse patient consequences as a result.

Manufacturer narrative:
Conclusion: the return of the product upon which this medwatch is based is anticipated. If any further information is received or derived from an evaluation a supplemental 3500a form will be submitted.